Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795 monitor, product ID: 9735823 cable, g2: foreign country - japan h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Mg code g02014 applies to the monitor and g02004 applies to the cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the monitor of the main cart suddenly stopped displaying. The main cart monitor sometimes did not display. This issue caused no surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
H3, h6: the monitor, lot number: 23042623, was returned to the manufacturer for analysis. The returned monitor was tested and the hi gh-definition multimedia interface (hdmi) did flicker when the cable was wiggled. Touch worked on the whole monitor. Sound was normal and the monitor displayed a good image. The reported event could be duplicated by medtronic personnel. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-h6: the high-definition multimedia interface (hdmi) cable, product ID: 9735823, was returned to the manufacturer for analysis. The cable passed a continuity test and had a secure connection. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to this analysis. H2: please see section d9 for when the device was available for evaluation. G2 - foreign country: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.